Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to noise and possible fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that in the distal end region of the distal fragment the insulation was found rubbed through and the conductor cables leading to the ring electrode and rv shock coil fractured. These damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, the shock coils were found stretched, which probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.